Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, via medwatch mw5088798,"I had cartiva implant for hallux rigidus. Implant has recessed back into the 1st metatarsal and I am now back to bone on bone with no joint space. Pain and swelling is worse than before the surgery. Facing fusion of the great toe. Implant recession noted at 8 week post op appointment."

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. On november 10st, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.